Event description:
A pt undergoing a dialysis treatment which included a gambro dialyzer had an estimated blood loss of 900 ml when three consecutive circuits clotted despite being anticoagulated. The pt was transfused with a unit of blood. The dialyzer was discarded and not available for inspection.

Manufacturer narrative:
The gambro polyflux 170 h dialyzer used in a pt dialysis treatment was not available for investigation. The involved lot number is unk. Gambro could neither perform a lot history record check nor a complaint history file check as the involved lot number is unk.